Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be that the cutting wire coating was torn and came into contact with the distal end of the endoscope when the forceps elevator was raised. This contact activated electric conduction, causing the cutting wire to heat instantly at the contact point and break. Additionally, the cutting wire may have eventually broken due to the load applied when it was tensioned. A possible factor causing tears in the coated portion of the cutting wire is that the slider was slightly pushed, causing the wire to deflect and rub against a metal area of the endoscope. The force applied when withdrawing the device from the endoscope after the coating had torn might have caused the coated portion to detach from the cutting wire. The event can be prevented by following the instructions for use which state: wing information. (Drawing no. Rk2599 revision no.2) ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. Insufficient output or unintended tissue injury may occur in case the cutting wire contacts the forceps elevator. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the single-use 2-lumen sphincterotome¿s knife broke when the handle was operated using the device. The issue occurred during a therapeutic biliary endoscopy sphincterotomy. The knife did not fall out of the body. The intended procedure was finished with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Establishment full name: (B)(6) hospital.